Manufacturer narrative:
The homechoice unit was requested but the home pt refused to have the unit swapped.

Event description:
A customer contacted baxter's technical svc ctr regarding feeling overfull during dwell 3 of 6. Fill volume is 2300ml. The home pt (hp) states she is very full and cannot breath. The technical svc rep (tsr) put the hp into manual drain. The hp drained approx 3700ml. The hp ws not paying attn and the homechoice machine went to stopped dwell. The hp does not want a swap. The homechoice is operational. No pt injury or medical intervention was indicated at the time of the initial report. During a f/u call to the hp's nurse in 2008, the nurse was aware of the reported overfill. The nurse stated that the program on the homechoice was changed the day of the reported overfill, that she went over everything with the hp, the hp understood the program, the program was accepted, and everything went fine. The nurse then stated that the hp called her the next day to inform of the overfill and difficulty breathing. The nurse stated the difficulty breathing was resolved with the drain that the hp did with the tsr and that the hp has been doing very well and is doing fine with therapy since the reported incident. The nurse did not have any add'l info.